Event description:
It was reported that impedance issues on active contacts and therapy no longer working was observed. Diagnostics/troubleshooting performed included impedance check after reseating the lead, checking at the extension using an extension test cable, and checking at the lead using a lead test cable. It was determined that the failed impedance was attributed to the extension. Surgical intervention was performed in which the faulty extension was explanted/removed and a new extension was implanted; the extension cap was cut off to allow removal of the extension through the pocket. After implantation of the new extension, impedance testing was normal and the implantable pulse generator was delivering therapy. The issue was reported to be resolved at time of report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.